Event description:
The customer reported the battery failed the capacity test during preventive maintenance.

Manufacturer narrative:
(B)(4). The customer reported the battery failed the capacity test during preventative maintenance. There was no pt involvement. A philips quality technician tested the battery and observed an inadequate low battery warning and the device shutdown unexpectedly. The lot code was r-2012-02. A replacement battery was ordered to resolve the issue. This is a malfunction of the battery where there was an inadequate lot battery warning and the device shutdown unexpectedly.